Manufacturer narrative:
No sample available for investigation.

Event description:
Xref maude report: (B)(4). The pt experienced increased work of breathing and decreased oxygen saturation. The respiratory therapist (rt) was in the pt's room and placed the pt back on the ventilator. Extubation and recannulation of replacement tube was performed. It was noted that the trach cuff was ruptured. Please xref associated ufr #(B)(4).